Event description:
The patient presented to the clinic after receiving multiple hv therapies due to noise. Noise was reproducible with arm movement. The pace/sense portion of the lead was capped. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.